Event description:
It was reported that during a laparoscopic colon procedure, after a few firings the clips did not close properly. The first 4 to 5 clips were formed normally. They removed the open clips from the pt and tested the device outside of the pt but the same problem occurred. This surgeon is very familiar with this device and has been using it for years. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Returned empty. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. A batch record review was performed and no anomalies were found during the mfg process.